Manufacturer narrative:
Broken blade. Evaluation summary: the analysis results found that two devices (a and b) were returned. Device a was returned with the blade cracked and scratched. Device b was confirmed to be nonfunctional due to the condition of the blade. Device b was returned with the distal tip of the blade broken off and missing. Device b was tested and activated in air. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.

Event description:
It was reported that the device was used during a laparoscopic assisted low anterior resection, the device started emitting the alarm tone. Another shear was opened and proceeded. There was no consequence to the pt.